Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Functional testing and pressure testing showed a leak from a pin-hole tear in the silicone segment near the upper fitment. The root cause of the leak was a pin-hole tear near the upper fitment. The origin of the hole was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV set was leaking at the pump segment during an infusion of sodium bicarbonate, dosage and rate not specified. The tubing was replaced and there was no patient harm.